Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. The connector was also distorted - it was bent - and there was blood on the distal electrode. Visual analysis noted the lead was damaged at implant. (B)(4)

Event description:
It was reported that the patient experienced a possible perforation due to a dislodgement of the right ventricular lead. The lead also had high threshold and no capture. The lead was capped. During the replacement procedure, a lead was attempted but not used due to a helix issue. Another lead was implanted. No further patient complications have been reported as a result of this event.